Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call air bubbles inside the reservoir and tubing. Customer¿s blood glucose level was 278 mg/dl. The customer followed up with her healthcare provider and was advised to go back on her backup plan since the issues remained unresolved. Customer declined to troubleshoot for high blood glucose levels. Customer advised they would follow up with their healthcare provider. The device was not returned.